Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no sign of any defects. Functional testing found that the returned unit was inflated without any issue and leak tested under water. No leakage detected. The returned unit inflated for a four-hour period and no leakage was noted. The returned was inflated and deflated three times and no defect was detected. It was reported that both endotracheal tube's cuff had an inflation or deflation issues. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the white plunger was not fully depressed during the inflation test. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate the cuff. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to usage, both endotracheal tube's cuff had an inflation or deflation issues. There was no patient involvement.

Manufacturer narrative:
D10 concomitant product: 109-70, 109-70 7.0mm hi-lo murphy 86111 x10 (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.